Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing "side jumping" (diaphragmatic/phrenic nerve stimulation) due to the left ventricular lead. The lead will be reprogrammed and it remains in use. It was also reported that the current electrogram (egm) showed atrial events falling in the blanking period which were due to intermittent far-field r wave oversensing by the right atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.